Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge filed service engineer (fse) stated customer reported that the unit was impacted by a compressed gas tank while in transport, it knocked the portable supply out and the unit shut down. Customer was able to restart the pump but wanted it checked out. The fse completed a full checkout but had an issue with their safety analyzer in the final steps. Upon return, the fse successfully completed all safety checks. All tests passed to factory specifications.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was struck by a compressed gas tank while being transported. The impact caused the portable supply to disconnect, resulting in the unit shutting down. The user was able to restart the pump.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.